Event description:
The national account coordinator baxter affiliate reports a pt having a mechanical breakage of twistclamp of minicap extended life pd transfer set. Suring exchange procedure, at the time of connection, fluid started to flow without opening the twist clamp. A sample is available for eval. No pt injury reported.